Event description:
It was reported that new implant patient was having low voltage alarm when connecting to mobile power unit (mpu) that started on 07nov2023. Alarms resolved when reconnecting to portable batteries. The patient had all new equipment that was provided by acelis on discharge. Inspection of the mpu did not show any breaks to the cables. Log files confirmed odd strings of low power hazard events on 07nov2023. These appeared to be occurring when connected to the mpu. It was later reported that mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarm while connected to the mobile power unit was confirmed with the returned mobile power unit (serial # (B)(6)). The reported alarm was reproduced when a test system controller was connected to the returned mobile power unit after being powered on. Electrical testing confirmed a short to shield condition with the battery fuel gauge wire. The area was approximately 42 inches from the connector end. The outer jacket was removed, which revealed damaged shielding. Under a microscope, a pin hole size damage/breach on the insulation was visible. The conductors of this wire were shorting to the shield resulting in the reported unexpected low voltage/connect power alarm. Analysis of the submitted log files captured low power hazard/power cable disconnect alarm event that appear to have started on 07nov2023 at 14:05:33. The alarm was related to the loss of both battery fuel gauge voltage values when connected to the mobile power unit. The system continued to be supported on the power wires and the loss of this voltage signal had no affect to pump support. A root cause that led to the damaged underlying wire could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.